Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. Remediation and repair were completed. Additional findings not related to the malfunction/issue: the rubber feet were missing and required replacement, the keypad was noted to have been over-used, there was dust contamination of the blower box noted and corrosion of the device data module which required replacement of the interface printed circuit board assembly.